Manufacturer narrative:
Technician found that the gas springs were broken and replaced the gas springs to resolve the issue.

Event description:
Technician alleged that the head section was drifting down. No patient impact.